Event description:
It was reported to gore that a gore® tag® thoracic branch endoprosthesis (aortic extender device te3742e) was used for a thoracic endovascular aortic repair (tevar). While the positioning of aortic extender device before deployment progressed without any issues, the device moved forward during the deployment and partially covered the left common carotid artery (lcca). A chimney technique with bare metal stent used to maintain lcca patency. The overlap with the main gore® tag® thoracic branch endoprosthesis (tac083715e) is still fine.

Manufacturer narrative:
D10: relevant associated devices used with the device being reported on: gore® tag® thoracic branch endoprosthesis with 8 mm portal (tac083715e), gore® tag® thoracic branch endoprosthesis side branch component (tsb0812), 22f gore® dryseal flex introducer sheath. H3: other code and h6: code b20 - the device remains implanted therefore no product evaluation could be performed. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
As part of our routine quality procedures, each batch of devices undergoes comprehensive quality control testing and inspections prior to release for distribution. Gore reviewed the manufacturing records associated with the reported lot number and verified that all release criteria had been met. The imaging evaluation performed by a clinical imaging specialist showed the following: the images received cannot be used to perform a full imaging evaluation because they do not meet the dicom standard. The extent and accuracy of the observations and findings may be limited due to the completeness, format and/or quality of the images provided for review. Gore cannot guarantee the images provided are complete, accurate or lack alteration. Therefore, gore cannot guarantee all key findings have been captured or that the findings are accurate. ¿ one jpeg image was provided for evaluation. ¿ partial name and date seen on the image. ¿ cannot manipulate the image in any way. (Window leveling, rotating, etc.) ¿ there appears to be an aortic extender at the proximal end of the gore® tag® thoracic branch endoprosthesis (tbe) device. ¿ there appears to be a possible bare metal stent in the left common carotid artery (lcca). ¿ flow is visualized in all of the head vessels. Based on the incident description and the subsequent investigation, no further information was provided to gore, we are unable to determine the cause of this incident and assign a root cause. H6: update health effect - clinical code to e2328. Update medical device problem code to a051201 and a150202. Updated investigation findings code to c19 - no device problem found. Code c21 is no longer applicable. Updated investigation conclusions code to d15. Code d16 is no longer applicable.